Event description:
The customer reported that the sys thumbnail images do not recall and images have been lost. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.